Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine visit, right ventricular oversensing episode was observed. One oversensing episode revealed the existence of lead noise. The patient notifier was received for an inhibited therapy due to the noise. Noise was not reproducible with isometrics or pocket manipulation. No programming changes were made. The patient will be followed-up in three months. The patient condition was fine.